Event description:
It was reported that the user experienced multiple cracked connectors during routine use, resulting in depletion of usable connectors and necessitating replacement supplies; the user replaced the affected connectors as they occurred and reported no device alerts or alarms and no impact to glycemic control. Symptoms included no clinical effects reported. Outcomes included no change in clinical status and no medical or surgical intervention. Investigation included a review of complaint details and assessment of product use. Investigation of this case revealed evidence consistent with cracked external disposable components without confirmed root cause or lot traceability. It was concluded that the event involved a device component integrity issue with undetermined cause, and replacement supplies were provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.